Manufacturer narrative:
1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further investigation revealed the proper device information.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had to recharge his ipg more often than usual due to the ipg no longer being able to hold a charge. As a result, the patient's ipg was explanted and replaced (with a different model). Surgical intervention resolved the patient's issue. Further device information is unknown at this time.